Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump with serial number a132019 would not charge on the charging pad despite a solid indicator light, correct placement, and trying a different outlet, and the user¿s phone charged on the same pad, consistent with a device battery problem in the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.